Manufacturer narrative:
(B)(6) 2015 follow up: customer reported that bg level was stable after receiving replacement pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (350 mg/dl). Manual insulin injection was administered to treat elevated bg level. System check was performed with tandem technical support and the pump performed as intended.